Event description:
The ge oec 2800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a faulty surge suppressor pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.